Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having a concern while using the day aligner that their front tooth is now wobbling back and forth. The patient said that they have never had this issue before. As shown their bottom teeth are still quite out of alignment. One still crosses over another tooth and the other tooth is still pushed so far forward to the next tooth that it's more inner but not next to each other.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.